Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site¿s system logs did not reveal any related system errors which may have been in association with the customer-reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, bleeding was observed following the removal of a third-party gut clamper instrument, prompting conversion to open surgery. The gut clamper instrument had been used to grasp the rectal tissue, while the resection was performed using a sureform 45 stapler instrument equipped with a green sureform 45 reload. Upon removal of the gut clamper instrument, significant bleeding was noted. As a result, the patient side cart (psc) was undocked, and the procedure was converted to open surgery to achieve hemostasis. The estimated blood loss is unavailable. The source of the bleeding was identified as the aorta, which was successfully repaired with sutures. The exact cause of the hemorrhage remains undetermined, though the surgeon speculated that it may have been due to the removal of the gut clamper instrument, colliding with the fenestrated bipolar forceps (fbf) instrument. The patient tolerated the conversion, and the procedure was completed without further complications.